Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device replacement procedure, an error message was received by the device during interrogation. The interrogation session was ended and reprogramed, and the device was able to be interrogated normally. The patient was stable and will continue to be monitored.